Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient identifier: unknown / not provided. Age and date of birth: unknown / not provided. Gender: unknown / not provided. Patient weight unknown / not provided. Date of event: unknown / not provided. Brand name: unknown / not provided. Lot/serial #: unknown / not provided. Device expiration date: unknown / not provided. Device UDI number: unknown / not provided. Address: unknown / not provided. City: unknown / not provided. State: unknown / not provided. Zip code: unknown / not provided. Establishment name: unknown / not provided. PMA/510(k) number: unknown / not provided. Device manufacturer date: unknown / not provided.

Event description:
It was reported that the abutment screw fractured in the patient's mouth. Requested screw removal to in order to retrieve the broken portion from the implant.

Manufacturer narrative:
One unknown biomet 3i screw was not returned for investigation. Therefore, visual inspection could not be performed and the investigation will be of the applicable IFU and risk management files. The unknown biomet 3i implant was not returned as it remains implanted. However, since the fractured screw is stuck in the implant (constituting a malfunction), the implant is not likely to have caused or contributed to this event and the implant is non-reportable. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint record. Bone density type is unknown. Device was located on unknown tooth site. Picture/x-rays: pictures or x-ray images were not provided. Appropriate documentation was removed. DHR review was could not be performed for the unknown biomet 3i screw since the lot number was not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item/lot number could not be performed for the unknown biomet 3i screw since the lot number was not available. December post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (unknown biomet 3i screw). Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. H3 other text: device not returned.

Event description:
No further event information available at the time of this report.